Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient and order were not crossing, and messages were not processing due to a concurrent error. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient and order were not crossing, and messages were not processing due to a concurrent error. A technical support specialist (tss) connected to the server and identified that the patient record was not displaying due to a concurrent message processing issue. The tss applied the resolution steps from the knowledge article ¿med es server messages not processing concurrent error¿ and advised the customer to resend the patient transfer message, which the customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.